Event description:
It was reported through the litigation process that three months twenty one days post port placement via the right internal jugular vein, for administration of chemotherapy in treatment of cervical cancer, the patient experienced pain around the port site and diagnosed with infection. The port was removed. The current status of the patent is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and twenty-one days post port placement, the patient complained of a lot of pain around the port site. On assessment erythema, it was warm and painful to touch and had a small opening at the top. Around twenty-one days later, removal of infected port was planned and removed successfully. Therefore, the investigation is inconclusive for the reported infection and pain as no objective evidence has been provided to confirm any alleged deficiency with the port. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that three months twenty one days post port placement via the right internal jugular vein, for administration of chemotherapy in treatment of cervical cancer, the patient experienced pain around the port site and diagnosed with infection. The port was removed. The current status of the patent is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.